Manufacturer narrative:
Corrected h7 and h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd. Product type product ID a820 lot# serial# (B)(6) implanted: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that every day they open their ¿myptm¿ application for the first time of the day, they had to arrow back, tap 'exit application ,' and reopen it in-order to show their updated boluses available, because it will say 0 boluses left from the previous day if they did not. The agent assisted the patient in disabling tutorials. The patient had difficult time navigating and understanding equipment throughout the call. The agent agreed to replace handset due to depletion issues and due to the patient escalation. The patient¿s husband agreed to assist pt in monitoring communicator battery and will call back as needed. The patient has another appointment with their physician next tuesday. The patient was in excruciating pain and needed boluses in the evenings and need to be able to request boluses without worrying about the percentages of the devices. The patient stated that the communicator design was flawed because they should not have to monitor the communicator battery level at all, much less by connecting to the handset's bluetooth to see it. The patient requested a new handset and communicator due to both not holding a charge and needing to charge both after every bolus. They had to charge the equipment every four hours and they bolus 2 times per day. The patient stated that they have had the equipment 'maybe a month' and 'you can tell it's probably refurbished because neither are working well,' and 'it hasn't been working great since I got it.' The patient later stated that they have had the equipment 'about a month' and later stated 'the month I've had it, they have been deteriorating and not working properly.' The communicator will not show any lights unless it was plugged in, but they have not noticed any alert/message screen on the handset telling them the communicator was low/dead, nor have they seen the orange light on when it's unplugged. The patient confirmed that the charging cord was not loose/wiggly in the port and the communicator has not been wet/dropped. The patient then stated that 'sometimes' they had to move their communicator a 1/4th inch and can connect to the pump once the communicator was in the right spot. The connection will go to 90% quickly and 'will take a while' to get to 100% when they were connecting to the pump or requesting a bolus. They do not consider these as issues. The patient later stated that there was 'no pump response' and 'cancel' were the two screens they saw 'a lot.' The screen associated with 'cancel' would not work. The patient mentioned that last night, they unplugged their handset at 99% and this morning it was dead even through it was not being used. The patient stated that their handset will full deplete from 100% to 0% in 2 hours, even if they were not using it. The agent assisted pt in connecting to pump and the patient had brief delay at 90% but was able to connect well to the pump 2 times without issue. The patient did not want to bolus due to receiving a bolus from their physician earlier today and using one of their own boluses already. The agent reviewed how to find the communicator battery % and the patient's husband confirmed that the communicator was at 92%.